Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd conventional syringe had ink defects. The following information was provided by the initial reporter: syringes ink label defective. Please see the picture of non-conforming product found during our picking process in our warehouse. I have samples if you need me to return them, please send an RMA. Response received 19 sep 2023. There was no patient involvement for this complaint. Additional response received 21 sep 2023. I provided a picture when I submitted the complaint. We also shipped the samples back to bd I had for your investigation.

Manufacturer narrative:
One photo and seven (syringe 10ml ll bns from lot # 2216385 regarding item #301029) samples were received and inspected by our quality team. The complaint defect, ink smears/ scaling issues, were visible both in the photo as well as with the samples received. The ink smears identified covered more than 50% of the scale lines which affects dosing. Ink smears occur at the printing station during the manufacturing process. No defects were discovered during the in-process inspections. The probable root cause is either an incorrect set up of print pads, excess ink flow on the drum, or an incomplete scraping/cleaning by the doctor blades. A review of the device history record was completed for batch #(B)(4) . All inspections and challenges were performed per applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no corrective and preventative actions (CAPA)/situation analysis (sa) is required at this time. H3 other text : see narrative below.

Event description:
No additional information was provided.